Event description:
Consumer states around the beginning of winter, he was sitting on the scooter talking to his aid in the driveway and the scooter fell over to the left. Consumer states the scooter landed on him and hurt his hip. Consumer states the volunteer rescue squad had to come out and get the scooter off of him. Consumer states he has a osteoporosis, so that anytime anything or anyone touches him he experiences severe pain. Consumer states his driveway is made of gravel.